Event description:
First noticed in early (B)(6) 2025, a burning metallic smell from the CPAP machine. On j(B)(6) 2025, small black particles were found floating in the humidifier water tank of the m-series heated humidifier device model #1051158.